Event description:
It was reported that the unspecified bd syringe experienced syringe/pen breakage which was noted during use. The following information was provided by the initial reporter: the patient's daughter reported that the pen was broken. She did not report any missed doses or adverse events. The pen is unavailable for return. Unknown if md is aware. No further information was provided. Dose = inject 0.3ml subcutaneously as needed. Do not exceed 5 doses per day.

Manufacturer narrative:
Investigation summary: unable to perform any investigation as neither catalog number nor lot number were provided, also no samples displaying the reported condition were available. Root cause can not be determined.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd syringe experienced syringe/pen breakage which was noted during use. The following information was provided by the initial reporter: the patient's daughter reported that the pen was broken. She did not report any missed doses or adverse events. The pen is unavailable for return. Unknown if md is aware. No further information was provided. Dose = inject 0.3ml subcutaneously as needed. Do not exceed 5 doses per day.